Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the device was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that there was intermittent pacing. The physician was unable to determine if it was related to the right ventricular lead or an issue with the header. The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.